Manufacturer narrative:
(B)(4). G2 : foreign country : germany review of the most recent repair record determined the unit failed the test mesh during device evaluation as the cutter was damaged. Additionally, the handle was damaged, some screws were worn, and the roller was discolored. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. The cutter, handle, screws, and roller were replaced to resolve the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance, it was discovered that the device was in need of repair as there was a discolored roller, a damaged handle, worn screws, and a damaged cutter. These issues did not cause any problems or endanger any users or patients. No adverse events were reported as a result of this malfunction. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.